Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter adapter was damaged and caused fluid to leak out during the venipuncture. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about fluid leakage with the use of iagbc. According to the customer's report, upon venipuncture, the fluid leaked from around the catheter. The actual sample was washed off by saline."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter adapter was damaged and caused fluid to leak out during the venipuncture. The following information was provided by the initial reporter, translated from japanese: "this is a report about fluid leakage with the use of iagbc. According to the customer's report, upon venipuncture, the fluid leaked from around the catheter. The actual sample was washed off by saline."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and four photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. The device history record review showed no non-conformances associated with this issue during the production of this batch.